Event description:
There was an allegation of questionable Elecsys free PSA and Elecsys total PSA results for 1 patient on a cobas e 801 analytical unit.This Medwatch will cover free PSA. Refer to Medwatch with A1 patient identifier (b)(6) for information on the total PSA results.On (b)(6) 2026, the customer alleged that the sample had a free PSA result that was higher than the total PSA result. The sample was recentrifuged and repeated multiple times.On (b)(6) 2026, the patient had a new sample collected that also gave a free PSA result that was higher than the total PSA result.The exact results were not provided.

Manufacturer narrative:
The analyzer serial number is (b)(6).The investigation is ongoing.